Event description:
The manufacturer's rep reported, that the physician explanted the device because of an infection. The physician also had difficulty, when trying to disconnect the lead from the neurostimulator, resulting in breakage of the lead. The device has been returned to the manufacturer at this time, but analysis is not complete. A follow-up medwatch report will be filed when the analysis information is received.

Manufacturer narrative:
Analysis results pending.